Event description:
It was reported that an ipsilateral approach was used to gain access to an 80 percent stenosed right superficial femoral artery with an armada 35 percutaneous transluminal angioplasty (pta) balloon catheter. Prior to inserting the catheter into the anatomy, it was inspected and there were no visible malfunctions noted. The catheter was flushed with isotonic saline and was advanced in the anatomy to the lesion. Once the balloon was in the middle of the plaque, inflation of the balloon was performed. At approximately 6 atmospheres, a leak in the proximal part of the catheter shaft and the plastic part of the guide wire and syringe ports were observed. The pressure was increased to 8 atmospheres. Once the desired dilation of the lesion was achieved, the balloon was deflated by aspirating the inflation syringe. The stenosis was decreased by 15 percent. The catheter was removed and there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: radifocus 0.035 guide wire, terumo 180cm length guide wire, 5f sheath. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed. Corrective and preventative actions are in the process of being implemented. The performance of these devices will continue to be monitored.